Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that there was insufficient blood flow through the device bd vacutainer® push button blood collection set when used in combination with glass citrate or ctad tube. This happened in 1 occurrence. The following information was provided by the initial reporter. The customer stated: "after piercing the collection tube and drawing a little blood, the blood gets suck back into the wingset barrel."

Event description:
It was reported by the customer that there was insufficient blood flow through the device bd vacutainer® push button blood collection set when used in combination with glass citrate or ctad tube. This happened in 1 occurrence. The following information was provided by the initial reporter. The customer stated: "after piercing the collection tube and drawing a little blood, the blood gets suck back into the wingset barrel."

Manufacturer narrative:
H.6. Investigation summary: no customer samples or photos were received for review and analysis. Therefore, 10 retention samples from the bd inventory were subjected to functional testing and the issue of insufficient blood flow was not observed. Therefore, this complaint cannot be confirmed. Bd was unable to confirm the customer reported failure mode based on retention sample testing results. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. As no customer samples or photos were received the scope of this investigation is limited. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.